Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's smell was observed, so that the blower assembly and muffler assembly were replaced, which was not related to the malfunction/issue. The device's the technician performed final test, battery checking, valve checking, a test run, cleaning. The device's the software was uploaded.